Event description:
Patient called in to report getting "connect the plug to your monitor" alert continuously. The patient tried to unplug it and plug it back in multiple times, but thinks may have forced it a little too hard and bent the pins on the inside. Customer care asked the patient to look inside the monitor plug connector and the patient confirmed that the pins were bent. The issue involves failure to operate the device according to the manufacturer's recommendations or recognized best practice. There was no patient injury. However, if it were to recur it could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Due to unavailability of the wcd system kit, kmt was unable to evaluate the reported issue and determine its root cause. Will continue to monitor and track the wcd system for investigation and perform device evaluation should it be located and recovered in the future.